Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the monopolar curved scissors (mcs) (01/10 lives) failed at the end of the procedure, however it was not necessary to open another tweezer. When removing it, the steel cables were observed to have broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.